Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6). Product type recharger h3:analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed a no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient(pt) regarding an external device. The reason for call was patient reports he is having issues with the "charger" and the "charging cable" since yesterday. Agent asked clarifying questions- pt stated the recharger paddle is getting hot when they are charging the implant. Pt also described controller battery draining when charging the implant; the controller battery was at 100% and completely died when they were charging the implant. Pt then stated this morning, the controller kept telling them to reposition the paddle. Agent reviewed to monitor implant charging with replacement recharger and can call back if issues persist. Agent sent email to repair to replace the recharger.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.